Manufacturer narrative:
(B)(4). Device evaluation by carefusion field service is anticipated but has not yet begun.

Event description:
The customer reported that touch screen intermittently is frozen on ventilator start up.